Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation and no x-ray images were provided for review. The device was intended to be placed in the common iliac artery via an axillary access, the indication was connecting the vessel to a placed aortic graft. Also, a device compatible introducer sheath was reported to have been used. Based on the information available and as no sample was returned for evaluation, the investigation of the reported issue is closed with inconclusive result. A definite root cause for the reported issue could not be determined. The reported use of the device represents an off-label use. Labeling review: relevant labeling supplied with this product was reviewed. The instructions for use was found to sufficiently address the potential risks. Regarding preparation of the device the instruction for use states: "prior to loading the delivery system over a guidewire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the instruction for use states: "prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Regarding access the instruction for use states: "via the femoral route, insert a 0.035 inch (0.89 mm) super stiff guidewire of appropriate length under fluoroscopic guidance through the appropriate introducer sheath and cross the lesion." The intended use of the device represents an off label use of the device. According to the instruction for use supplied with this product the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries. H10: d4 (expiry date: 03/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent graft placement procedure in the left common iliac artery via axillary access, during the opening attempt, the stent did not open even a millimeter and the opening system allegedly broke off. Furthermore, the stent along with the delivery system was removed. There was no reported patient injury.